Event description:
It was reported that the user slipped and fell, resulting in a cracked screen on the ilet that rendered the device not working properly, and a replacement was shipped with instructions for return and data syncing prior to shutdown. Symptoms included no reported adverse events and no changes in blood glucose levels. Outcomes included the user transitioning to backup therapy and continuing use of their cgm as normal until the replacement arrived. Investigation included review of the event description and device use, confirmation of device replacement logistics, and monitoring for any clinical impact. Investigation of this device revealed physical damage to the ilet screen consistent with accidental damage, with no device alarms or malfunctions reported and no impact to glucose control. It was concluded, based on previously established findings for similar reports, that the cause was user-related accidental damage.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.